Event description:
Customer reported 10 minutes into a vitreous surgery, following a cataract surgery, the intraocular visibility became poor because of air coming in from the infusion line. The assistant was able to see air coming in from the auto stopcock. The physician stopped the surgery. The surgery was re-started, air appeared in the infusion line again and it came into vitreous cavity. The physician tried to remove air using pressure but was unsuccessful. He tried to remove it with a syringe but the air was not able to be removed. The procedure was aborted.

Manufacturer narrative:
A sample has been received, but received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).